Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc considered that the reported phenomenon that unable automatic stop the insufflation was attributed to the failure of the cable connecting the main circuit board and the manifold unit which might be caused by the user handling, also omsc considered that the reported phenomenon that the front panel was partially displayed was attributed to the failure of the front panel which might be caused by accidental failure of the electronic component. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated because the connector of the electrical circuit board and the manifold unit was broken and deformed. Also (B)(4) found that the indicators on the front panel were displayed only partially due to the failure of the front panel unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the insufflation could not pause automatically. There was no report of patient injury associated with the event.